Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-apr-2026, a sales representative reported via (B)(4) that the ar-8919ds cmc mini t-rope kit had both nitinol loops break off during a case. This issue was alleviated by opening a second kit, and the case was able to be completed with no adverse effect to the patient.